Event description:
Caller state she noticed a large lump under her right arm beginning to grow. Her dr biopsied the lump and she was diagnosed with alcl. Caller was treated for cancer for one year.

Event description:
Add'l info received from reporter on 02/24/2020 for report # mw5092953. Reporter has updated address and provided an email address.